Manufacturer narrative:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, the physician felt air coming out of a saber pta balloon and the balloon did not inflate for pre-dilatation. There was no reported patient injury. The patient¿s information was unknown. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The device was stored and handled per the instructions for use (IFU). There were no anomalies noted when the device was removed from the packaging. There were no difficulties in removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device prepped normally and maintained negative pressure during prep. It is unknown when the defect was confirmed. After the balloon was unable to inflate, it was replaced with a new non-cordis balloon and the procedure was finished successfully. It is unknown if the product was clinically used or not. The product was removed intact (in one piece) from the patient. The device will not be returned for analysis. Additional procedural details were requested but are unknown. The device was not available to be returned for analysis. A device history record (DHR) review of lot 17458693 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta/ptca system leakage ¿ during use¿ could not be confirmed as the device was not returned for analysis. The exact cause of the leakage reported could not be determined. Based on the limited information available for review, vessel characteristics or procedural/handling factors may have contributed to the reported event since the device maintained negative pressure during prep of the device. According to the instructions for use, which is not intended as a mitigation, ¿proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, the physician felt air coming out of a saber pta balloon and the balloon did not inflate for pre-dilatation. There was no reported patient injury. The patient¿s information was unknown. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The device was stored and handled per the instructions for use (IFU). There were no anomalies noted when the device was removed from the packaging. There were no difficulties in removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device prepped normally and maintained negative pressure during prep. It is unknown when the defect was confirmed. After the balloon was unable to inflate, it was replaced with a new non-cordis balloon and the procedure was finished successfully. It is unknown if the product was clinically used or not. The product was removed intact (in one piece) from the patient. The device will not be returned for analysis. Additional procedural details were requested but are unknown.